Manufacturer narrative:
Zoll has not received the thermogard ivtm system (sn (B)(4)) for investigation. The user requested for on-site service, so the investigation and service will be performed on the customer site. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, during power on the thermogard xp ivtm system sn (B)(4) displayed mid:09 (ce temp error). Biomed replaced the air trap block, but the error message mid:09 still occurs. No patient information.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was not returned to zoll for evaluation. The reported event was confirmed based on the evaluation of the thermogard system performed by biomed technician at the customer's site. During visual inspection, no physical damages were observed. The customer reported issue of thermogard exhibited mid: 09 (ce temp error) error message was confirmed during the initial functional testing and event log review. The I/o pc board was replaced to remedy the fault. Following the service, the system passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. During visual inspection, no physical damages were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).